Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because it was not compatible with the implantable cardioverter defibrillator (ICD). The ipg was implanted on 2/23/96 and the ICD was implanted on 4/9/96. The ipg was explanted on 7/24/96. Cpi physician's manual #354335-001 a, page 1 states: since the vigor model 1230 pulse generator may employ unipolar pacing, they are not recommended for implantation with an ICD system.